Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated that about two years ago they had to get an ultrasound for a thyroid, and when they had the ultrasound, they were laying on their back on a hard table, and it felt like their stimulator was jabbing them the whole time. Patient stated they did not know that they were supposed to turn their stimulation off when having the procedure done. Patient stated they notified manufacturer rep two years ago, and was seen by their rep for reprogramming to have the stimulation adjusted after the incident. Patient confirmed they did not have equipment with them at the time of the ultrasound to attempt to turn stimulation off.